Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings and caused the threshold suspend to be activated when the blood glucose reading was 463 mg/dl. The sensor reading was 63 mg/dl. The customer declined all troubleshooting. The sensor was replaced and will be returned for analysis.